Manufacturer narrative:
(B)(4). Device evaluation: the reported event was not confirmed. One peel-away sheath assembly was returned for evaluation and no defects or anomalies were observed during visual examination. The dilator locked into the sheath and remained secure until force was applied to remove it. The components acted as expected. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. No problem was found with the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the procedure was being performed in the PICC lab. During insertion, the clinician was not able to lock the dilator into the sheath. As a result, a new kit was used to complete the procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported.